Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain and subsequently passed away. The cause of the peritonitis was unknown. On an unreported date, the patient was referred to the hospital, but died in the emergency unit due to peritonitis. It was not reported if an autopsy was performed. Treatment for the peritonitis event was not reported. Action taken with pd therapy at the time of this reported event was not reported. No additional information is available.